Event description:
A power source alert was reported by the caller while using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging, with a follow-up planned.